Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Visual inspection: scratches were seen on the insulation. Functional inspection: the instrument passed the insul scan test. The probable root cause/s could be user misuse. The failure(s) identified in the investigation is consistent with the complaint record. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. Gtin:(B)(4).

Event description:
It was reported that the insulation had been compromised.